Event description:
In the course of managing a pt's medical emergency, the bedrail became stuck with the stretcher which delayed transport to the emergency room. I see there is a more current form. It appears to include the same information. I'm forwarding this form that we sent to the manufacturer.